Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable and appeared cracked. Customer confirmed screen itself was not cracked. Reportedly, the display issue blocked the graphics and text. Customer's blood glucose was 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.